Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was greater than 400 mg/dl. As the customer changed the cartridge and infusion set prior to calling tandem technical support, trouble shooting to determine the cause of the occlusion was not performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.